Event description:
Customer called with questions about his sensor. Customer stated his meter says 116 mg/dl and his insulin pump says 134 mg/dl. There are no trending arrows. Customer stated he has the dawn effect. Customer was advised that the difference in his sensor reading and blood glucose is actually not that bad. He was advised to treat off his blood glucose and not off his sensor readings. He was also advised of proper calibration and sensor methods. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.